Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant extension limb was implanted as part of the endovascular treatment of dissection and 5mm ulcer. The original plan was to connect the vamf3434c200te from the trailing edge of the lsa, and connect the enew2828c80ee.  It was reported when the endurant limb extension  was partially deployed, the outer slider of the delivery system suddenly failed and could not be deployed any more. Whether it was rotating the outer slider, or confirming that the trigger was pressed, the outer slider was pulled and the physician  tried repeatedly pulling the outer slider but it could not move. Finally, the surgeon forced the outer slider to the distal end with force to complete the deployment. At the same time, the enew2828c80ee stent moved up seriously under the influence of the reaction force in the lumen, resulting in the stent falling in the lumen of the blood vessel at the target location. Two non mdt stents  were then  used to connect to the distal end of enew2828c80ee to ensure that the distal end of the stent covered the target position, and then the proximal main body of vamf3434c200te was deployed, finally ensuring the integrity of the operation. Per the physician the cause of the event was a deployment failure caused by a failure of external slider and trigger of delivery system of the limb extension.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.